Event description:
It is reported that customer was hospitalized on (B)(6) 2014. Customer's blood glucose is unknown. Customer was hospitalized due to sepsis and altered state of mind. It was requested to have agent from medtronic attend the hospital to assure customer's insulin pump is functioning properly. Health care professional was not able to troubleshoot and give information of hospitalization. Health care professional was given contact information for the diabetes care manager. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.